Event description:
Pt was being treated for a femoral neck fracture with placement of a dhs plate. After orthopedic reduction the surgeon placed the guide wire prior to tapping. During removal of the tap the surgeon noted the guide wire was broken in two pieces, one in tap and one in the femoral head. Surgeon had to drill around the guide wire in order to remove it, extending the time the pt was under anesthesia. The surgeon then placed another guide wire and completed the procedure.

Manufacturer narrative:
Investigation is on-going. Device is currently being evaluated and no conclusion can be drawn at this time.